Event description:
It was reported that there was an infection.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown implant. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was an infection.

Manufacturer narrative:
An event regarding infection involving an unknown implant was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.